Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, the patient developed pneumothorax which required chest tube placement and hospitalization. The target lesion was in the left lingula, about 15 millimeters in size and abutting the pleura and fissure. The procedure was completed as planned and no delays. After the procedure, a post-procedure chest x ray detected a large pneumothorax. The patient was asymptomatic. The patient was admitted for 2 days due to the pneumothorax, then the chest tube was removed, and the patient was discharged home. The patient was readmitted a few days later due to covid pneumonia. The physician reported that the pneumothorax would have likely occurred via another modality due to the target lesion location which were considered high risk areas. There was no device malfunction associated with the event.